Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the flow transducer test failed during pre-use check and replacement of the nozzle unit on o2 gas module and pressure transducer printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. Based on information provided by technician last preventive maintenance has not been performed before, however the reason for not replacing the pm kit according to the manufacturer¿s specification is unknown. The conclusion is that the nozzle didn't fail to meet its specifications, as the reported issue is expected if preventive maintenance was not performed according to the specifications. The faulty nozzle and pressure transducer pcb are the cause of the reported issue. The correction of fields h3 device evaluated by manufacturer? And h6 adverse event problem and evaluation codes, component codes was required. This is based on the internal evaluation. Previous device evaluated by manufacturer? No (attach page to explain why not or provide code) - device evaluation anticipated, but not yet begun corrected device evaluated by manufacturer? Yes. Previous component code: nozzle///3092. Corrected component code: nozzle///3092; electrical and magnetic/circuit board//427.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator failed pressure and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).